Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via pads and paddles with this defibrillator. There was no negative impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge via pads and paddles with this defibrillator. There was no negative impact to the involved pt.